Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that normally, the valve should allow the fluid to flow down to the patient and prevent the fluid from returning to the solute bag. The two defective valves do not allow fluid from the solution to flow down to the patient. There was patient involvement, however there was no reported patient harm/adverse event.

Manufacturer narrative:
No product returned and the investigation could not confirm the reported issue. No corrective actions are planned at this time. A lot history review of the device did not identify any issues.